Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information already submitted in the initial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 132346: (B)(4) manufactured and released on (B)(6) 2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) of the lot have been already sold without any similar reported issue. On (B)(6) 2015 it was confirmed that the revision was done and that only the head was changed. Clinical evaluation performed by the medical affairs director on (B)(6) 2015: leg length discrepancy is a known possible inconvenience after tha. In this case, it is not reported to be due to stem sinking in the femur and from the xrays it appears that the cup did not move either, so it is not a problem that can be attributed by any means to the implanted devices. Not available.

Event description:
Head revision planned due to leg length discrepancy.